Manufacturer narrative:
Concomitant products: (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a greater than 50 mm in diameter abdominal aortic aneurysm with bilateral iliac aneurysms. It was reported that, after the index procedure was completed, the patient presented emergently with a cold left leg on the same day. The physician elected to perform a femoral to femoral artery bypass. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis results are: the exact cause of the occlusion in the contra limb leading to cold left leg and fem-fem bypass could not be conclusively determined from the films provided. The contra limb ID just below the flow divider narrowed to 4x8 mm, most likely due to the angulated aortic neck. Beginning at the flow divider the entire contra/left limb was 100% occluded. The occlusion may have been due to the narrowing of the contra limb at the level of the flow divider due to angulated proximal aortic neck or tortuous iliac artery as the artery distal to the contra limb was angulated ~ 90 deg, p-a. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A segment of the left popliteal artery was occluded near the left knee. A segment of the left posterior tibial artery was also occluded. Images of the legs were not seen in the earlier pre and post-implant CT¿s returned, and it could not be confirmed if there was any relationship between the left popliteal and posterior tibial occlusion and the occlusion observed within the left/contra limb. The films during the secondary intervention (fem-fem bypass) were not provided. Off-label, unapproved or contraindicated use (aortic neck angulation).

Manufacturer narrative:
Film evaluation results are: in pre op, high vessel angulation is observed just distal to the hypogastric bifurcation; vessel diameter is 11mm. No calcification in observed in the contralateral limb¿s distal landing zone. Intra-op angio shows presence of sheath or wire, which straightens the vessel. After the withdrawal, the vessel regains its angulation. Occlusion in the contralateral limb (left side); left hypogastric artery is coiled. Deploying the limb in a tortuous but compliant vessel can ¿shift¿ the angulation to the distal end of the device. Distal end of the contralateral limb lies on a sharp 90 degree bend. This can lead to flow constriction and disturbances, resulting in an occlusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.